Event description:
Boston scientific received information that this patient exhibited no intrinsic sensing and loss of capture because the right ventricular (rv) lead showed a changed position and the tip of the lead seemed to bend backwards. The following day, it was shown that this patient had ventricular lead perforation with minimal fluid collection. Lead revision was then performed. During the repositioning procedure, the rv lead got stuck, screw staid out and did not retract. Thus, the rv lead got explanted and was replaced with a new competitor's lead. This rv lead was sent back for analysis. No additional adverse patient effects were reported. The rv lead was no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead has been returned and visual inspection confirmed that the tip of the lead bent at 2 degrees. However, allegation against patient exhibited no intrinsic sensing, high impedance, loss of capture and ventricular lead perforation was not confirmed through electrical testing. No additional adverse patient effects were reported. The rv lead was no longer in service.